Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. The programmer's bezel shield assembly was replaced and calibrated to the stylus. Manufacturer's analysis was unable to confirm the customer comment that the programmer's display screen was moving. No damaged was indicated on the interpose board, and no error was found in the logs. Replaced the interpose board as a preventative measure. It was indicated that the programmer failed the audio loopback functional test. The microphone assembly was included in the bezel shield assembly. It was also indicated that the system fan was noisy and therefore was replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus would not calibrate and that the display screen was moving. The programmer was returned for repair. No patient complications have been reported as a result of this event; 2016-(B)(4): the programmer tested out of specification during manufacturer's analysis and the radiofrequency (rf) head, which was returned as an associated device, also tested out of specification. There was no patient involvement.